Manufacturer narrative:
Batch review performed on 06 may 2019 lot 1720418: (B)(4) items manufactured and released on 22-nov-2017. Expiration date: 2022-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by (B)(4): the clinical analysis cannot help determining the cause for this blackout of one screw in alif application for l5s1 fusion. From the two radiographs supplied, we were unable to identify anything critical.

Event description:
The surgeon discovered that one of the screw backed out. The surgeon doesn't revise the screw but he is monitoring this patient to understand if the screw is continuing to back-out.